Event description:
The reporter stated that rptr did meter to lab comparison tests. Rptr's meter reading was 131 mg/dl, and an hour later, the result of a lab test was 175 mg/dl. Rptr did not have any symptoms. On f/u, the rptr stated that rptr had done a control test with results that were in range. No harm was alleged.